Event description:
It was reported that following the implantation of an elevate pc posterior graft, the patient presented with a urinary tract infection, experiencing mild pain, fatigue, dysuria. The patient was prescribed with antibiotics for 7 days and the event was reported as resolved on (B)(6) 2013. No additional patient complications have been reported in relation to this event.